Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Device evaluation: device evaluation the bib intragastric balloon was returned deflated and with some holes in it. Most likely due to procedural factors as handling of the device or the technique used by the physician (force applied), could have resulted in the damages encountered in the device. The bib intragastric balloon was observed to be colored blue. The filling tube was not returned as it was detached. The reported event was confirmed. Customer provided photos shows inflation of the balloon and a line that indicates the present of air in the balloon. A labeling review was performed and the IFU confirmed that the following adverse events are anticipated in the IFU: pain, vomiting, discomfort and balloon spontaneous inflation. Additionally, the labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. All compiled information on this investigation determines that the most probable cause is known inherent risk of device.

Event description:
It was reported a bib intragastric balloon system was implanted (B)(6) 2024. Approximately fifteen (15) days post implantation, the patient presented with vomiting of an increasing frequency, pain and discomfort. On (B)(6) 2024, the balloon was removed after identification of hyperinflation via an endoscopic procedure. There were no patient complications following the removal. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.

Event description:
It was reported a bib intragastric balloon system was implanted (B)(6) 2024. Approximately fifteen (15) days post implantation, the patient presented with vomiting of an increasing frequency, pain and discomfort. On (B)(6) 2024, the balloon was removed after identification of hyperinflation via an endoscopic procedure. There were no patient complications following the removal. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure. Device evaluation: investigation summary device was not returned for analysis. All compiled information on this investigation determines that the most probable cause is known inherent risk of device. Customer provided photos showed inflation of the balloon identified by a line that indicates the present of air in the balloon. Also observed was colored blue water, most likely with methylene blue. A labeling review was performed using the instructions for use (IFU). It was confirmed that these adverse events are anticipated in the IFU: pain, vomiting, discomfort and balloon spontaneous inflation. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the orbera balloon is placed in the stomach and filled with sterile saline. It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on the information provided, it was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline. For this reason, this event is catalogued as "failure to follow instruction". Regarding the reported pain, discomfort, vomiting and balloon spontaneous inflation, these adverse events are known and documented in the labeling and all reasonable steps have been taken for this reason this event is catalogued as known inherent risk of device.

Manufacturer narrative:
Block h6: imdrf code a1406 captures the reportable event of spontaneous inflation. Imdrf code f2202 captures the reportable event of endoscopic procedure.

Event description:
It was reported a bib intragastric balloon system was implanted (B)(6) 2024. Approximately fifteen (15) days post implantation, the patient presented with vomiting of an increasing frequency, pain and discomfort. On (B)(6) 2024, the balloon was removed after identification of hyperinflation via an endoscopic procedure. There were no patient complications following the removal. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU) the igb is placed in the stomach and filled with sterile saline.